Event description:
International affiliate reports a spinal cage dropped anteriorly from l5-s during surgery and could not be removed. The device was the first cage to be inserted and it dropped anteriorly when the surgeon tried to insert the next cage. The procedure was completed with the cage left in the patient's body. The surgical procedure time was extended by 120 minutes. According to the surgeon, inserting too much grafted bone could have been a cause of the event. He reports that there were no quality issues with the cage. The patient's condition is being monitored and there are no plans for revision surgery at this time.

Manufacturer narrative:
The cage remains in the patient and is not available for evaluation. Review of the DHR found no discrepancies. The product was released accomplishing all quality requirements. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross "functional representation from r&d, quality engineering, clinical research, and complaint handling to ensure a robust review. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Cage remains implanted.